Manufacturer narrative:
Corrected data: d9- "(B)(6) 2020" should be corrected to "(B)(6) 2021" in the previous MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -6.0 diopter, into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault and narrowing of the anterior chamber angle. The problem was resolved. Prior to exchange the lens had been repositioned which did not resolve the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4)